Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged altitude issue was verified, but the screen on quick bolus button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer cleaned the speaker holes and cleared the alarm and resumed insulin delivery. Customer's blood glucose level was 200 mg/dl.